Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was programmed to ddd mode when the patient exhibited a premature ventricular contraction (pvc) that fell within the device's cross chamber blanking period resulting in a paced beat on the t-wave which induced torsades de pointes. The physician elected to reprogram the device to aai mode in order to prevent this from occuring again. The patient then exhibited numerous non-sustained ventricular tachycardia (vt) events resulting in loss of pacing for six seconds and asystole as the patient was pacer dependant. Boston scientific received information that the device was reprogrammed to mitigate the asystolic epsiode.